Event description:
It was reported that the user experienced hyperglycemia reported at 331 mg/dl while transitioning back to the ilet after a hospitalization, with difficulty pairing the continuous glucose monitor (cgm) and the ilet app and not announcing meals, and support confirmed the pump delivered insulin and that the app connection was not required for pump function. Symptoms included headache. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user and healthcare provider. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.